Event description:
It was reported that patient was started on continuous renal replacement therapy (crrt) on (B)(6) 2025 with creatinine of 4.7). They were re-intubated on (B)(6) 2025 due to metabolic encephalopathy. On (B)(6) 2025, bronchoalveolar lavage (bal) was positive for staph epidermis, which was treated with vancomycin and zosyn. The patient was also getting latent tuberculosis (tb) treatment with isoniazid (inh) and pyridoxine on (B)(6) 2025. They had recurrent hemoptysis issues coming through endotracheal tube (ett). The patient was on/off anticoagulation. A computed tomography (CT) of chest, abdomen, and pelvis performed on (B)(6) 2025 revealed bibasilar consolidation and diffuse bilateral lung opacities that were most consistent with pneumonia. Sweep was capped on (B)(6) 2025. Their oxygenator was spliced out on (B)(6) 2025. Another CT of abdomen and pelvis performed on (B)(6) 2025 revealed fluid-filled distention of the small bowel and colon suggest diarrheal illness/ enterocolitis, correlate clinically. Colonic diverticula were noted without acute diverticulitis. There were right upper and left lower lobe ground-glass opacities concerning for pneumonia and/or aspiration given the tracheal and left mainstem bronchus secretions. That was mild dependent consolidations likely reflect atelectasis. Small right moderate intra fissural fluid was noted. Apparent gallbladder sludge with borderline gallbladder hydrops was also noted. The patient's peak lactic acid on (B)(6) 2025 was 18.1. Due to worsening multi organ failure, family chose to make patient comfort care on (B)(6) 2025, and they passed away late that night with family at bedside. The outcome was considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the patient¿s outcome could not be conclusively determined through this evaluation multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including renal dysfunction, bleeding, respiratory failure, and death. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.